Manufacturer narrative:
(B)(4). The device investigation only found aesthetic damages, minor scratches, typical from normal use but no anomaly that could explain for the reported symptoms. However the whole system has not been returned for investigation. The root cause for the reported problem remains unknown. This is a final report.

Event description:
It was reported that the patient's d coil would get hot on her head after wearing it for 30 minutes to 1 hour. This occurred twice in one day. A new coil cable was ordered. No reoccurrence was reported since the coil cable was changed. No injury was observed.

Manufacturer narrative:
(B)(4). Additional information: the opus2 cpu (sn:(B)(4)) and the dacapo frame (sn: (B)(4)) were received on the 14th of apr 2016 for investigation. The investigation showed an oxidized coil socket at the opus 2 cpu, caused by humidity and sweat, which might have led to a transient low impedance connection. The reported problem goes in line with the investigation results. This is a final report.

Event description:
It was reported that the patient's d coil would get hot on her head after wearing it for 30 minutes to 1 hour. This occurred twice in one day. A new coil cable was ordered. No reoccurrence was reported since the coil cable was changed. No injury was observed.

Manufacturer narrative:
(B)(4). Concerned device is to be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.

Event description:
It was reported that the patient's d coil would get hot on her head after wearing it for 30 minutes to 1 hour. This occurred twice in one day. A new coil cable was ordered. No reoccurrence was reported since the coil cable was changed. No injury was observed.